Event description:
It was reported: "the removable wings were observed at the junction hub close to the fixed wings of the PICC line. The grip lock is glued to the fixed wings, while the removable wings compress the patient's arm due to the tight and transparent adhesive dressing. The wings positioned like that are not indicated and not useful. There is a significant risk of accidental removal of the PICC line during re-dressing, as the removable wings are not secured with a holding device such as a grip lock or stat lock. Multiple patients were discharged with this removable device in place. Although no accidents related to handling were reported, there remains a substantial risk of accidental removal if the device is not adequately supervised. Systematic use of these removable wings is not indicated. There is a high risk of accidental removal of the PICC line when re-dressing, as it is installed in an unsafe manner. There were several PICC line tears reported by patients or caregivers. Three patients required assistance from healthcare providers to safely remove the device without accidentally removing the catheter. The risk of infection is therefore higher as it is proximal to a central venous line. Additionally, if the device is pulled out, there is a risk of gas embolism. The customer reported that the issue occurred on several patients. The lab team responsible for the device reported that users had been trained; however, it was noted that the device is routinely applied inappropriately". The issue has been observed in three separate patients, as well as in several others. One of the patients had bacteraemia on the catheter. The catheters were replaced successfully, and the condition of the patient is fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported: "the removable wings were observed at the junction hub close to the fixed wings of the PICC line. The grip lock is glued to the fixed wings, while the removable wings compress the patient's arm due to the tight and transparent adhesive dressing. The wings positioned like that are not indicated and not useful. There is a significant risk of accidental removal of the PICC line during re-dressing, as the removable wings are not secured with a holding device such as a grip lock or stat lock. Multiple patients were discharged with this removable device in place. Although no accidents related to handling were reported, there remains a substantial risk of accidental removal if the device is not adequately supervised. Systematic use of these removable wings is not indicated. There is a high risk of accidental removal of the PICC line when re-dressing, as it is installed in an unsafe manner. There were several PICC line tears reported by patients or caregivers. Three patients required assistance from healthcare providers to safely remove the device without accidentally removing the catheter. The risk of infection is therefore higher as it is proximal to a central venous line. Additionally, if the device is pulled out, there is a risk of gas embolism. The customer reported that the issue occurred on several patients. The lab team responsible for the device reported that users had been trained; however, it was noted that the device is routinely applied inappropriately". The issue has been observed in three separate patients, as well as in several others. One of the patients had bacteraemia on the catheter. The catheters were replaced successfully, and the condition of the patient is fine.